Manufacturer narrative:
The field service engineer (fse) inspected the device and verified the reported issue. The fse found error codes stored in the memory. The fse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) and the universal serial bus (usb) flash drive. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was inoperable, went into a safety valve open state, had a circuit disconnect and was alarming. Although requested, patient intervention was not provided. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that the patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) computer processing unit (cpu) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator powered up with no errors. The ventilator was placed in normal ventilation mode for approximately 96 hours with no errors observed. The reported issue could not be replicated. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.